Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was hard to press. Customer¿s blood glucose level was unknown. The customer also reported that insulin pump had big scratch on screen which makes it harder to read and also received unexplained no delivery alert. The insulin pump will be returned for analysis.